Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116173/7116159.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision due to an unknown reason. Additional information was received that the patient was experiencing inadequate pain relief and there was percutaneous lead migration noted. The patient underwent a spinal cord stimulator (scs) replacement procedure, and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024.